Manufacturer narrative:
(B)(4). The technical support engineer troubleshot the issue with the customer over the phone. It was recommended to replace the graphic user interface central processing unit and backlight inverters. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that, during patient setup, the ventilator's top display went blank. The ventilator was never placed on the patient; however, another ventilator was needed for patient setup. There was no adverse effect to the patient.